Event description:
A surgeon reports that during intraocular lens (iol) implantation, the lens began to tilt after insertion. The surgeon attempted to rotate the lens with forceps in order to remove the lens. The posterior capsule tore, and one haptic was broken. The lens was removed, and an anterior vitrectomy was performed. Per pt's request, the iol was not replaced and the pt is wearing glasses.